Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two unknown mentor saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant deflation. As a result, the patient underwent breast implant removal surgery on (B)(6) 2025.

Manufacturer narrative:
On july 21, 2025, mentor received additional information that indicated the patient's implant was replaced with a 150cc mentor memorygel breast implant (catalog: 3507150mc lot: 2059520 sn: (B)(6). On july 23, 2025, the mentor failure analysis lab received the device for evaluation. On july 30, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had two (2) tears on the anterior view, measuring approximately; tear (a) 1.1 cm and tear (b) 1.9 cm. In addition, a line of shell wear were noted on the anterior view, both tears were aligned in the same line of shell wear.. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. That normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.